Event description:
It was reported that while in use, a little white piece of the resection ablator fell off into the surgical site. The piece was retrieved and there was no report of injury nor surgical delay related to this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the device was returned for evaluation with the conductive ring detached. This type of damage can occur when excessive lateral force is applied during use. In addition, a visual examination of the device noted evidence of a twisting appearance and scratches/nicks on the insulation area around the ring, which indicates that the ablator came in contact with another instrument/ object during use. This product will continue to be monitored for failures.